Event description:
The core micro drill was sent for eval because it overheated during testing. There was no pt involvement; no adverse event was associated with the device.

Manufacturer narrative:
Corrosion damage within the motor cartridge was identified as the probable cause of the device overheating. A damage temperature sensor line within the motor cartridge can cause an overheating console error as described by the customer.